Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with polyuria associated with a call service alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the call service alarm (cs 064) had occurred during the prime step. Cts instructed the patient to use a new cartridge and new infusion set and reboot the pump. It was reported that the pump was unable to complete a rewind, load and prime sequence. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: there was evidence of cs 064 alarms observed in the black box during prime operation. The pump was exercised for 24 hours and the original complaint was not duplicated. Unrelated to the original complaint, the display was dim, faded and discolored. Also unrelated, the battery compartment was cracked. The pump case was removed and there was no moisture damage found internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.